Event description:
The affiliate reported the customer alleged non-reproduceable false positive troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system. Upon reanalysis, on the same instrument, the customer obtained a lower troponin I result, within the normal reference range. The same patient sample was re-centrifuged, aliquotted, and reanalyzed on the same instrument and obtained results within the normal reference range. The erroneous result was not released out of the laboratory. The customer has a laboratory protocol to retest all positive results prior to releasing results from the laboratory. There was no patient impacted associated with this event. Quality control (qc) was within the laboratory¿s established limits on the day of the event, and calibration and system check passed within specifications.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The patient sample was collected in lithium heparin plasma greiner tube and centrifuged at 4,800 rpm (rotations per minute) for four minutes, at room temperature. The patient sample was a full collection and 35 minutes old. Assay calibration passed on (B)(4) 2013 and system check passed on (B)(4) 2013. A definitive cause for this event could not be determined with the information supplied.